Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart mrx defibrillator cannot shock during the user test and showed a pacer failure. There was no patient involvement.